Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report inaccuracies on the patient's cgm on (B)(6) 2013. No injuries or medical intervention were reported at the time of the call to dexcom technical support.